Event description:
The hcp reported the pump was explanted after in implant duration of less then 50 months due to battery depletion. The pt was experiencing no symptoms. The pump was replaced and returned to the MFR for analysis.